Manufacturer narrative:
(H3) the glenoid baseplate loosening reported was likely the result of an insufficient bond between the glenoid baseplate and the bone and/or patient-related conditions. However, this cannot be confirmed as the devices and radiographs were not available for evaluation. The following sections have corrected information: (b5) describe event or problem: it was reported by the equinoxe shoulder study, that this 55 y/o male patient experienced aseptic glenoid loosening. At 2-year follow-up visit x-rays revealed glenoid loosening; however, patient reports no pain in right shoulder. The case report form indicates this event is possibly related to devices and/or procedure. This event report was received through clinical data collection activities. No action taken, outcome is continuing. (D1) brand name: rs glenoid plate ext cag +10mm cage peg, product code: kwt, common device name: prosthesis, shoulder, non-constrained, metal/polymer cemented (d4) catalog number: 320-15-06, unique identifier (UDI) #: (B)(4). (D10) concomitant device(s): 300-01-14 - equinoxe humeral stem primary press fit 14mm. 320-38-00 - equinoxe reverse 38mm humeral liner +0. 320-10-00 - equinoxe reverse tray adapter plate tray +0. 320-06-38 - glenosphere 38mm.

Event description:
It was reported by the equinoxe shoulder study, that this 55 y/o male patient experienced aseptic glenoid loosening. At 2-year follow-up visit x-rays revealed glenoid loosening; however, patient reports no pain in right shoulder. The case report form indicates this event is possibly related to devices and/or procedure. This event report was received through clinical data collection activities. No action taken, outcome is continuing.

Manufacturer narrative:
Pending evaluation : concomitant medical products : 300-01-14 - equinoxe humeral stem primary press fit 14mm; 320-38-00 - equinoxe reverse 38mm humeral liner +0; 320-10-00 - equinoxe reverse tray adapter plate tray +0; 320-15-06 - rs glenoid plate ext cag +10mm cage peg.

Event description:
It was reported by the equinoxe shoulder study, that this 55 y/o male patient experienced aseptic glenoid loosening. At 2-year follow-up visit x-rays revealed glenoid loosening; however, patient reports no pain in right shoulder. The case report form indicates this event is possibly related to devices and/or procedure. This event report was received through clinical data collection activities. No action taken, outcome is continuing. 320-15-06 - rs glenoid plate ext cag +10mm cage peg.